Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
It was reported that during a procedure with the ionic generator, the device displayed an error message. The generator was not producing the threshold temperature that was required to complete the procedure. Attempts with extra pillows and blankets were unsuccessful and the procedure was aborted.